Event description:
The pt ((B)(6)) was implanted with an ipg on (B)(6) 2010. It was reported the pt is not receiving adequate stimulation coverage. Efforts to obtain effective coverage through reprogramming have proven unsuccessful thus far. An appointment has been scheduled with the pt¿s pain nurse for further interrogation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.